Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that probe failed to function properly and could not perform cutting as expected during vitrectomy surgery. The procedure was completed after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the investigation site for evaluation therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. A nonconformance investigation has been completed in relation to the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The returned product was visually inspected and confirmed the black line on the probe manifold was detached due to insufficient solvent. The observed defect most likely resulted in customers¿ complaints. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. The investigation determined that the most probable root cause of the customer¿s complaint was an assembly error that occurred during manufacturing of the probe manifold for this specific product configuration. During assembly, the tubing that forms part of the probe manifold is required to be wetted with a specified amount of solvent to ensure proper adhesion and mechanical bonding. Evidence collected during the returned product evaluation specifically the detachment of the gray line from the probe manifold indicates that insufficient solvent was applied during the wetting step. When an inadequate amount of solvent is used, the tubing surface is not fully activated, resulting in reduced bonding strength. Over time, or when subjected to normal operational stresses, this insufficient bond can lead to detachment of the manifold components. The failure mode observed on the returned product is consistent with incomplete wetting or improper application of solvent during assembly. Since no deviations, processing anomalies, or material defects were identified during the device record review for the reported lot, the issue is considered isolated to the manual wetting process step for this specific probe manifold product type. This process involves operator dependent tasks, and the variation in solvent application is likely attributable to a single unit assembly error rather than a systemic manufacturing issue. No evidence suggests that other units within the lot or other product lines are affected. This complaint has been reviewed, and it is determined that no further actions will be pursued at this time. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trends and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).